Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented in the clinic with redness and swelling at the device implant site, due to infection. Vegetation was observed on the right ventricular (rv) lead. The physician elected to explant the entire cardiac pacing system, including the pacemaker, left ventricular (lv) lead, and right ventricular (rv) lead, on (B)(6) 2026. A new system was subsequently reimplanted on (B)(6) 2026. The patient was in stable condition.